Manufacturer narrative:
(B)(4). Batch #m91v43. The device was returned with the blade scratched and cracked and not broken off as was reported. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. The blade broke off during functional testing. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, the heating part of the scissor broke . Clean break . Cause not identified by the surgical team. No fall of the medical device which was cleaned with a wet compress or heating portion dipped in water and then dried with a compress. Notification of the problem when finding an unusual sound effects when activating scissors. No patient consequence reported.

Manufacturer narrative:
Pi1-yauyjq / (B)(4). Date sent: 1/24/2024. This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #2. G6: follow-up report number 2.